Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level and that she was alleging insulin pump for under delivery. The customer's blood glucose level was 285 mg/dl at the time of the incident. The customer experienced symptoms related to high blood glucose such as nausea and vomiting. The customer's other blood glucose level was 185 mg/dl. She was assisted in troubleshooting. The insulin pump will not be returned for analysis.